Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure; there was a loss of insufflation. The operation room staff contacted the technical support engineer (tse) and indicated that the insufflator was not working and displayed a message about low tanks, despite the confirmation that the tanks were full. The staff switched to a backup insufflator, airseal, and requested that the initial insufflator be checked. Live logs were not available at the time. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter said that the procedure was completed using airseal. There was no rapid loss of insufflation. There was no vision issues and no injury/harm to the patient. Isi followed up with the field service engineer (fse) and got additional information: the fse changed the c02 interface along with washer seal and the yoke.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue. The fse observed that the pressure gauge on tank interface would fluctuate when gas turned on and off. The fse removed hose and gas not flowing past valve on interface. The fse replaced co2 tank interface to resolve the issue and confirmed that the air was flowing through the interface without any fluctuations on the pressure gauge. The system has been verified as ready for use. Isi did receive the c02 tank interface to perform failure analysis; however, failure analysis has not completed their investigation.

Manufacturer narrative:
The co2 tank interface was returned and evaluated by the failure analysis team. The visual inspection was performed on co2 tank interface and found out that the gauge lever was broken and felt off the tank interface. From this finding, failure analysis concluded that damaged gauge lever is the potential root cause of the issue.

Event description:
Refer to h11 for follow-up information.